Manufacturer narrative:
As reported through a literature review a patient who had a mechanical heart valve (mhv - hp) implanted with a congenital mitral disease. A patient went undergo a mitral valve replacement procedure. The 15mm masters valve was replaced with a 23mm unknown valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "mitral valve replacement in infants and children: experience using a 15 mm mechanical valve", was reviewed. The article reported a case study of patient weighing 4.2kg with congenital mitral disease. It was reported on an unknown date, a 15mm sjm masters hp valve was implanted in the patient. It was reported later on an unknown date when the patient was 6.5 years old, a decision was made to perform a mitral valve replacement procedure. The 15mm masters valve was replaced with a 23mm unknown valve. The article concluded that compared to other similar studies, this study was distinguished by a lower rate of major adverse events than previously reported, durability of the device, and a rapid post operative recovery time. Appropriate and consistent anticoagulation is a significant challenge in this age group. [The primary and corresponding author is marcos mills, emory university school of medicine/children¿s healthcare of atlanta division of pediatric cardiology 2835 brandywine road, suite 400, atlanta, ga 30341, with corresponding email: mfmill6@emory.edu].

Manufacturer narrative:
Literature article: mitral valve replacement in infants and children: experience using a 15 mm mechanical valve investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.